Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented for an in office follow up with complaint of sudden shortness of breath. The health care professional (hcp) observed rv episodes with noise and pace impedance measurements ranged from 700 ohms to greater than 2500 ohms. An invasive procedure was performed. The lead was capped and surgically abandoned. Another manufacturer's rv lead was successfully placed. No adverse patient effects were reported.